Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dislocation occurred (B)(6) 2019. During the surgery, the surgeon decides to switch from an anatomical shoulder prothesis to a reversed shoulder prothesis. Centered head and double taper were removed and replaced by ø36/+3 humeral cup, ø36 glenosphere and glenoid baseplate. Primary surgery occurred (B)(6) 2019.